Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop respiratory failure. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found the error log showed different instances of: two e-53 errors. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop respiratory failure. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.